Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/25/2017 with the following findings: during investigation, the meter powered up normally and paired successfully with the test pump. The meter record showed evidence of boluses being performed after the 15 minute blood glucose (bg) check limit. A bolus was performed immediate after measuring the bg. There were no inappropriate messages received. A bolus was performed 30 minutes after measuring the bgs. The meter gave an appropriate warning. The original complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a bg>15 min old issue. This complaint is being reported because the issue may lead to a delay in treatment. There was no indication that the device caused or contributed to an adverse event.